Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's pacemaker. Programming changes were recommended and no adverse patient consequences were reported.